Manufacturer narrative:
The ase reported that all affected channels are hosted on the same receiver, xtr3. A spacelabs field service engineer (fse) assisted the customer with troubleshooting the reported issue over the phone and provided instructions for transferring the affected channels to a different receiver. As a precaution, xtr3 was disabled to prevent recurrence. A spacelabs product support specialist (pss) reviewed system logs and found that on december 22, 2022, xtr3 lost power at 12:24. The logs also showed that there was an elapsed time of 40 seconds between the loss of power and a full system reboot. Although the power issue resolved on its own, there is not enough information available in the log files to determine the exact cause of the power issues. The pss shared investigation findings with the customer and cleared xtr3 for full operation. Our records indicate that there have been no additional reports of this issue received from the customer.

Event description:
A spacelabs healthcare account sales executive (ase) was notified that six beds connected to the xhibit telemetry receiver (xtr) system went offline unexpectedly from 12:23pm to 12:53pm. There is no patient or user harm reported with this event.